Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented remotely via merlin.net transmission in back-up operation. The fatigued patient was brought into the clinic. A device download was performed successfully on the implantable cardioverter defibrillator and the patient was asymptomatic post download.